Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly setting up for therapy. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leaking transfer set. The patient stated they were scrubbing the transfer set at "connect yourself," and the transfer set opened a little. The patient stated the transfer set had small air bubbles and brown solution in the transfer set tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.